Event description:
It was reported the pt has an uncomfortable burning sensation at the ipg site when he wears a belt. The ipg is implanted at the belt line. The pt will speak with his physician about a ipg revision.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.